Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: #1627487-2017-02631, #1627487-2017-02633. It was reported the patient's ipg has a communication error and it was determined the ipg was inoperable. It was also noted the leads had migrated which was confirmed via x-rays. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 3. Reference MFR. Reports: #1627487-2017-02631, #1627487-2017-02633. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. There was no intervention taken on the leads.therapy has been resumed.